Event description:
It was reported by the sales rep that during a hand assisted lap nephrectomy the surgeon was applying clips to the renal artery, as the instrument was fired the clips did not form on the vessel. The instrument "kicked off" the clips but was not able to form the closure. Another same like device was used to complete the case. There was no consequence to the patient.